Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082206413a, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu _unknown_lead, lot# unknown, product type: lead. Product ID: 924256, lot# 082206413a, implanted: (B)(6) 2014, product type: accessory.

Event description:
Additional information indicated the screw was tightened using the screwdriver included with the cap by the manufacturer.

Event description:
It was reported that while tightening the screw of the burr hole cap, the cap broke. The screw on the right side of the cap was secured well but the plastic wing on the left side broke when the screw was being tightened. The health care provider felt that the cap was still secured well enough so the burr hole cap was not replaced. There was no patient injury, harm or death and no actions were required as a result of the event. The patient outcome was ¿good.¿